Event description:
It was reported that at the user facility, the navigation system was inaccurate. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility, the navigation system was inaccurate. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been completed.

Manufacturer narrative:
The complaint of accuracy issues was not confirmed. Based on the on-site investigation and the analysis of the log files that were provided for investigation, the reported event could not be reproduced.